Manufacturer narrative:
Further investigation of the customer's issue included a review of historical complaints (both trending and lots), accuracy testing, and a review of labeling. Historical complaint reviews did not identify an adverse trend. Accuracy testing met acceptance criteria and demonstrated that the assay can accurately detect a known concentration of troponin-I. Labeling was found to be adequate. Based on the evaluation, architect stat troponin-I reagent has no product deficiency and no malfunction; and is performing acceptably.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a false positive architect stat troponin-I result for one patient. The following data was provided: initial (B)(6) 0.41ng/ml. Reported and questioned by physician. First cardiac panel was retested 0.05ng/ml, 0.1ng/ml, sample re-centrifuged 0.03ng/ml. Second cardiac panel (B)(6) 0.13 ng/ml. Third cardiac panel (B)(6) 0.40 ng/ml. Sample re-centrifuged 0.38 ng/ml (0.38 ng/ml reported). The customer uses a cutoff of 0.40 ng/ml, a negative range of 0.0-0.04 ng/ml and an indeterminate range 0.05-0.39 ng/ml. There was no impact to patient management.